Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the spring-loaded ¿lock-sleeve metal ring¿ at the motor device tip did not hold/stay in place at the ¿safe¿ position was confirmed. An assessment was performed which found that the tube was overheating, there was a cut in the hose near the muffler area, and the pawls, pawls release, and cylinder pawls release were damaged. It was further determined that the device failed pretest for cutter lock assessment, temperature assessment, hose verification assessment, and safety assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during the assembly and check process in the sterile processing department it was observed that the spring-loaded ¿lock-sleeve metal ring¿ at the motor device tip did not hold/stay in place at the ¿safe¿ position as is needed for the loading of the attachments. During in-house engineering evaluation it was observed that the device failed safety assessment and the tube was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.